Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level of 110 to 115 mg/dl and his sensor glucose level was 55 to 57 mg/dl. Another time, his blood glucose level was 225 mg/dl and his sensor glucose level was 400 mg/dl. The customer expressed that he is notable to calibrate the recommended number of times per day has received calibration errors. The product is not being returned. Nothing further was reported.